Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) for an elevated blood glucose (bg) level with high level of ketones. The customer attributed elevated bg to lack of insulin. The customer was treated with insulin infusion and approximately 6 hours later, the customer left the ER feeling better and with a bg level of 162 mg/dl.